Event description:
It was reported that during a revision for an associated product, the left ventricular (lv) lead was noted to have surgical damage to the lead insulation which had been previously repaired. The implanter was unable to regain access to implant a new lead. Since the patient was dependent, they were referred to another facility where the lv lead explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead, (B)(6) 2010. A 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary-the lead was returned in segments, analyzed and the outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage.